Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise and loss of image during angulation issues could not determined, however, it is likely that the issues were the result of a damaged image sensor unit cable and or a faulty circuit board component due to repetitive use stress and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 ¿preparation and inspection¿ section 3.8 inspection of the endoscopic system. Inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the flex deflectable videoscope had image halation. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, no image was produced due to a break in the imaging cable was found. Due to damage to the imaging unit, image disappearance occurs during up/down direction angle operation. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable was found during evaluation were as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, due to damage on locking engagement lever surgical products (sp) the bending section cannot be fixed firmly, the video connector had a crack and scratch, the video connector case, the light guide (lg)-cover glass, the light guide connector, the right and left (rl) plate, the up/down (ud) plate, the angulation lever switch 1 (sw1), the grip and control unit, all had a scratch, and the video cable and universal cord had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.